Event description:
During a ptca / stenting treatment procedure involving a stenotic lesion in the middle portion of the rca, the maverick2 monorail balloon would not inflate on predilatation and was suspected to have a pinhole rupture. The patient was asymptomatic during this event. A 6f medikit introducer sheath, a 0.014" choice floppy guidewire, a mach1 al sh guide catheter (size unknown, and a seaman inflation device were also used in this case. An s670 stent was placed in the middle rca lesion as was previously planned and the procedure was successfully completed. Patient status is reported as 'good'.